Event description:
The customer contact reported a cut in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a cut on the distal tubing of the tubing set. No specific details were provided. The tubing set was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.